Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and unable to open. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.